Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with missing end cap sticker, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unk. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.